Manufacturer narrative:
(B)(4). The customer followed the manufacturer's instructions for maintenance as well as chlorine levels. There were no heating or cooling issues or leaks. The field service representative (fsr) verified the reported issue. The fsr tested the cardioplegia (cpg) pump and found that it is not running at any speed setting. The fsr replcaed the cpg pump. The unit operated to the manufacturer¿s specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler has no water flow in cardioplegia cooling circuit. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the motor rotated as designed and the fuse measured good. The pst applied 110 volts of alternating current (ac) to the motor and it rotated as designed. The fuse was checked with multimeter and fuse was not opened. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.